Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for inflation difficulty was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the physician had a hard time inflating the valve and thought the inner catheter may have gotten twisted while delivering the valve through the aorta. The balloon deflated fully. Per additional follow-up, the approximate inflation/deflation time was 7 seconds to inflate, 2 to deflate and no noted issues during prep. The delivery system was re-prepped with plus 1 volume and advanced across the sapien again [for post-dilation]. The physician re-inflated balloon with plus 1 volume and noted it was easier to inflate that time.'' The acceptance criteria of total balloon inflation and deflation measurement time is less than 20 seconds. Based on the follow-up, the total inflation/deflation time was approximately 9 seconds which is still within the specifications. Furthermore, balloons are 100% visually inspected at several different steps and devices are 100% leak tested during manufacturing. A review of DHR did not reveal any non-conformances on this lot release. Additionally, there were no reported abnormalities during device unpacking or preparation, suggesting that there was no issue with the device when removed from packaging. Therefore, it is unlikely that an edwards manufacturing deficiency contributed to the complaint event. In this case, it is possible that the device was torqued while tracking through the anatomy on the first attempt, causing slight bends or kinks in the balloon catheter. These bends may have temporarily restricted the fluid pathway within the catheter. Attempting to inflate the balloon in such conditions may have caused inflation difficulties as reported. After re-prepping the delivery system for a second attempt, the balloon was able to be inflated without issues. As such, available information suggests that procedural factors (device manipulation) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the procedure was completed normally. The physician elected to put the 18f dilator through the 16f sheath (they have recently decided to do this in every case to facilitate valve going through sheath). There was calcium in the iliacs, however diameters were large, so no shockwave was performed. Valve was delivered through sheath easily. Valve alignment was done normally in abdominal aorta and advanced across native valve. The physician had a hard time inflating the valve and thought the inner catheter may have gotten twisted while delivering the valve through the aorta. The balloon deflated fully. They pulled the wire back to evaluate gradient/pvl. There was mild pvl so they wanted to post dilate. Tried to recross with the amplatz extra stiff, however it was not easy, so they pulled the delivery system out through the sheath. The delivery system was re-prepped with plus 1 volume and advanced across the sapien again. Physician re-inflated balloon with plus 1 volume and noted it was easier to inflate that time. No leak on echo, so they pulled the commander and then the sheath out. Sheath had a rip across the seam when they pulled it out the physician thinks this may have happened when dilating the sheath, or when pulling the commander balloon out from the sheath and reinserting it and removing it again. No damage was done to the vessel after procedure and contrast was injected to visualize. Lab disposed of devices so cannot be returned for evaluation. Per the fcs the approximate inflation/deflation time was 7 seconds to inflate, 2 to deflate. Inflation time in the body was slow/difficult. No noted issues during prep. The device was not substantially torqued and there was no asymmetrical inflation noted. There was no resistance during inflation. There was some difficulty removing delivery system through sheath.

Manufacturer narrative:
The investigation is ongoing.